Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was in the range of 160 mg/dl to 400 mg/dl at the time of incident. The current blood glucose level is 225 mg/dl. The customer was treated with insulin pump for high blood glucose level. The customer was wearing the insulin pump when incident was reported. The insulin pump will not be returned for analysis.